Event description:
Reference number (B)(4). Event occurred in kuwait. It was reported that patient faced infusion set fell off event on 08-jul-2024. The insertion site was abdomen and arm. The infusion set fell off on first day of insertion. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: kuwait. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.